Manufacturer narrative:
The leak was found during infusion of normasol r with no additives. The device was used with a baxter pump was at a rate of 20 ml/hr. The lot was manufactured september 21, 2015 ¿ september 22, 2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak, clear passage, and pressure testing was performed and a leak was found between the tubing and the drip chamber. This was determined to be caused by manual assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a duo-vent solution set was leaking from the top portion of the drip set, the bottom portion of the spike at the junction where the tubing begins. It was not specified as to when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.